Event description:
It was reported that the tubing of a y-type irrigation set was defective and the fluid was unable to pass through. It is unknown at what process step this occurred. Patient involvement is unknown. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. If additional relevant information is obtained that is related to the reported event, a supplemental report will be submitted.